Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: when received for analysis, there was evidence of biological contaminants along the length of the tube and on the inflation lumen [based off of the reactivity with hydrogen peroxide]. When compared to the harness drawing: two electrode wires had come out of their respective lumens and punctured the cuff which would have resulted in the reported malfunction. The electrodes showed minor bends in the contact area and just proximal to where they punctured the cuff [this may indicate manipulation of the tube however it cannot be confirmed]. When viewed under magnification, there was biological contaminants consistent with blood on the ends of the wires that punctured the cuff. There was a residue on the inside of the tube; semi-clear and looks like water spots. The finish goods packaging did not have any significant damage that would indicate a cause for the reported event. During manufacturing, 100% inspection is performed for electrode wires. At this time, the contributing factor to the complaint is likely related with excessive manipulation / handling / flexing of the tube which can cause the wires to expose out of the lumen and puncture through the cuff assembly inadvertently. The instructions for use (IFU) provides warning around bending/flexing of tube: ¿ do not excessively bend or flex the electrodes or the electrical integrity may be compromised. Check electrode integrity after insertion. Method: microscopic inspection. Results: stress problem.

Event description:
It was reported when the package was opened they found there were two guide wires exposed. So the device was not used. It was later confirmed that when the doctor set up the tube, the machine showed no signal and no feedback. Then the doctor pulled out the tube and found the two electrode wires had come out. The patient was re-intubated, without impact.